Event description:
A cartridge alarm issue was reported by the caller, which occurred during the load process of the pump. There was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the caller, who was unable to resume insulin therapy due to the recurring alarm. As a resolution, tandem decided to replace the pump, and the caller was advised on how to proceed with storing the old pump and receiving the new one. The caller also acknowledged the use of manual daily injections as backup therapy until the replacement pump arrives.